Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a foreign healthcare professional (hcp) via a manufacturer representative regarding a patient who was receiving baclofen with an unknown concentration and unknown daily dose via an implantable pump for an unknown indication for use. It was reported that the patient experienced withdrawal symptoms. It was reported that the date of implant was asked and will not be made available. It was reported that no external factors were reported that may have led or contributed to the issue. It was noted that the diagnostics/troubleshooting performed included the n/vision report. It was reported that the pump was going to be replaced. It was noted that surgical intervention was planned but unknown if it had been scheduled and noted that it was asked and would the information would not be made available. The event was not resolved at the time of this report. The patient status was unknown, but follow-up would be performed to obtain more information. No further complications were reported and/or anticipated.

Event description:
A report with the event logs was provided and showed the following events occurred during the implant duration (prior to explant on (B)(6) 2019): motor stall occurred on 2019-mar-20 at 12:48 motor stall recovery occurred on 2019-mar-20 at 20:11 motor stall occurred on 2019-mar-22 at 23:41 motor stall recovery occurred on 2019-mar-23 at 14:22 motor stall occurred on 2019-mar-24 at 00:38 motor stall recovery occurred on 2019-mar-24 at 02:57 motor stall occurred on 2019-mar-27 at 16:43 motor stall recovery occurred on 2019-mar-28 at 18:16 motor stall occurred on 2019-mar-29 at 12:34 motor stall recovery occurred on 2019-mar-30 at 15:27 motor stall occurred on 2019-mar-31 at 23:26 motor stall recovery occurred on 2019-apr-02 at 08:45 motor stall occurred on 2019-apr-03 at 13:17 additional information received noted that a catheter access port (cap) test was not performed. It was also reported that the patient was fine and back on therapy.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received indicated that a motor stall had occurred and the pump was replaced on 2019-apr-04 and would be returned. The pump was delivering baclofen [1 mg/ml] at a dose 0.45 mg/day. It was noted the patient was back on therapy at the time of the report.

Manufacturer narrative:
Device code c76126 no longer applies. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Destructive analysis identified residue in the motor gear train and wearing on the lower shaft of gear number two. If information is provided in the future, a supplemental report will be issued.